Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral impactor pad broke off from the handle during insertion and impaction of the femoral trial. The surgical technique was utilized. There were no patient complications or adverse effects. Another device was used to complete the procedure. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned unit identified the product has signs of repeated use with nicks, gouges, and wear. The unit is fractured. Additional testing of the product identified the fracture surface is consistent with overload failure, as evident by the presence of hackle marks, river lines and striations features on the fracture surface. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.